Manufacturer narrative:
(B)(4) (stent). Evaluation summary: the stent was not positioned on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially opened; this was evident on visual inspection. Numerous kinks were evident throughout device, on the hypotube and transitional shaft. The distal tip was deformed indicating that it may have been stubbed during advancement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor sprint stent to treat a severely calcified and moderately tortuous ostium lad lesion exhibiting 99% stenosis. The procedure was prompted by stent stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected prior to use with no issue noted. No issue removing the protective sheath. The device was inspected post removal of the protective sheath and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure resistance was encountered during delivery and excessive force used. It was reported that the device failed to cross the target lesion and during withdrawal of the device, the stent got caught on the previously implanted stent and dislodged. The dislodged stent was removed with a snare. The physician commented the stent dislodgement was related to the lesion and previously implanted stent. A non medtronic stent was implanted and the patient left the hospital.